Manufacturer narrative:
(B)(4). The pump is currently being held by the facility and might not be returned for evaluation since there was no allegation made against the device. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a possible over-infusion due to suspected product tampering was not confirmed or duplicated by baxter service personnel, as the device was not returned by the customer for evaluation. No root cause could be determined and no repairs needed to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
In an email received in the corporate mailbox on (B)(6) 2011, the customer reported heparin had been hung and set to run at 15 cc's per hour. The nurse thought there was an over-infusion, as the bag was empty sooner than it should have been. There was also suspicion that the patient may have confused the colleague pump for the pca pump and attempted to increase the rate. In any event, the review of the history does show that the rate was changed from 15 to 100 and that the pump performed as it was programmed. The hospital will conduct interviews with nurses on duty that morning to get more information as to what happened. The colleague pump has been cleared, as it appears that either the patient was touching the pump, or perhaps a technician unfamiliar with how the pump works. The event history shows manipulation of the pump in a manner that a trained user would not exhibit. Many air in lines. Many wrong soft keys pushed. The customer stated there was lots of activity on this pump for quite some time that morning. This is a colleague device with user interface module master software version 6.13.90 - colleague 2006.